Manufacturer narrative:
Additional applicable product code: qrb. Based on limited information, in the absence of the device return, the reported event of high impedances resulting in inadequate stimulation is a known inherent risk with use of the devices, as documented in the instructions for use (IFU). A review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. The lead was not returned for analysis; therefore, a physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use, IFU/product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The explanted lead was discarded by the medical facility; therefore, a technical product analysis could not be carried out. Therefore, with the available information, and the labeling review, engineers have determined that the event of high impedances resulting in inadequate stimulation is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation therapy to the neck and shoulder due to impedances displayed on the spinal cord stimulation (scs) lead. The event was assessed as a serious deterioration in the health of the patient that resulted in in-patient hospitalization or prolongation of existing hospitalization. Therefore, the patient underwent a lead replacement procedure and was recovering as expected postoperatively. The patient was discharged from the hospital. The device will not be returned as it was discarded by the medical facility.